Event description:
In 2009, company representatives reported the patient is in the hospital. No further information was available but the representative stated they were to meet with the pt's doctor tomorrow. On 05/29/2009, the representative stated the pt's blood glucose began to elevate for two days five days prior, elevated to about 901 mg/dl. Her target range is 120-150 mg/dl. Symptoms were lethargy, nausea, and loss of consciousness. The pt lives in an assisted living facility and she went into a coma. When she was found on the second day, her insulin infusion device was disconnected from her body, the device battery was dead, and the insulin cartridge was empty. She was transported to the hospital where she was admitted and diagnosed with dka. She was placed on an insulin drip and placed in the intensive cae unit (ICU). She is currently out of the ICU and her current blood glucose is about 120 mg/dl. The hospital plans to discharge the pt today after she reconnects to her infusion device. To troubleshoot, the device alarm history showed that the first day, an a1 (cartridge low) was given. On the second day, there were 3 e2's (battery depleted) errors and several e1 (empty cartridge) and e8 (power interrupt)errors. The pt does not remember trying to change the cartridge or battery on the first day. The time and basal rates on her device were confirmed to be accurate. Additional training for the patient was scheduled. Product was replaced and requested to be returned for evaluation.